Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when inserting the clip into the trocar, the obturator trocar ruptured. It fell into the patient's cavity and was removed. There was no patient injury.